Event description:
It was reported that balloon removal difficulty and stent damage occurred. The target lesion was located in the left anterior descending artery. The lesion was predilated using an unspecified balloon catheter. Then a 3.00mm x 24mm promus premier stent was advanced and was successfully deployed. During removal, the delivery system balloon became stuck on the proximal portion of the recently deployed stent. The delivery system balloon was able to be withdrawn however the proximal portion of the implanted stent was deformed at approximately 4mm. An unspecified size nc quantum balloon catheter was then advanced to post dilate the deformed stent. Another unspecified stent was deployed to cover the first stent and the procedure was completed. No further patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).